Event description:
It was reported that since implant even though the implantable neurostimulator was off the patient could feel intermittent tingling in her legs and abdomen. It was later reported that it was ¿not an incident.¿ the leads were in the correct position and the patient wanted it out.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4) implanted:(B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).